Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead was returned in one piece. An external insulation abrasion was found proximal to the suture sleeve tie breaching the outer insulation and exposing the outer coil. The cause of the reported event was due to the exposure of the outer coil at the abrasion zone which is consistent with friction to the device can.

Event description:
Additional information received indicated the noise on the right ventricular (rv) lead resulted in oversensing. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Event description:
Related manufacturer report number: 2017865-2021-16992. During an in clinic follow-up, episodes of noise were observed, however, it was unable to be determined whether the noise was occurring on the right ventricular lead or the atrial lead. No intervention was performed at this time. The patient was stable and will continue to be monitored.